Event description:
On (B) (6) 2010, the lay/user patient contacted lifescan (lfs) alleging that his one touch ultra2 meter did not turn on. The medical surveillance specialist (mss) spoke with the patient's spouse on (B) (6) 2010 and obtained the following information: the patient's spouse alleged that the product issue began on (B) (6) 2010. Prior to when the alleged issue started, the reporter stated that the patient was obtaining blood glucose results in the "85-125 mg/dl" range which he felt were normal readings for him. The reporter informed the mss that the patient manages his diabetes with regular and nph insulin on a sliding scale. Due to the alleged meter issue, the reporter stated that the patient was adjusting his insulin based on his feelings and food intake. On (B) (6) 2010, the reporter stated that the patient awoke at 4:00 am with a headache and was feeling shaky. The reporter stated that they did not have a working back-up meter available at that time to test the patient's glucose level. The reporter claimed she treated the patient by giving him a glass of orange juice and a peanut butter sandwich. After the treatment, the patient reportedly went back to sleep. At 8:00 am, the patient awoke with the same symptoms and also began to vomit. The patient's spouse stated that she gave the patient a tylenol pill (dose not specified) for the headache. By 10:30 am, the patient reportedly developed blurred vision which they claimed never happened before. The reporter stated that she brought the patient to the emergency room (ER) where his blood glucose was tested with the hcp meter. The patient's spouse was unable to recall the exact reading, but stated that the nurse informed them that it was within normal range. The reporter stated that the patient did not receive additional medical treatment for his diabetes. Within two hours, the reporter claimed that the patient's symptoms faded and they went home afterwards. During the troubleshooting session, the cca verified that the subject meter did not turn on with power button or with the insertion of the correct test strip. The cca also confirmed that the battery did not require replacement per the owner's manual recommendation. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was unable to test his blood glucose, adjusted his insulin regiment based in his feelings, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.